Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and ER visit. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient's mother reported on (B)(6) 2014 her daughter's blood glucose, carbohydrate intake and insulin history is as follows: see scanned table. At 10:00 am her daughter's bg was reading "high" (greater than 500 mg/dl) so she gave her a manual injection of insulin (exact dosage was not provided) and she was then taken to the emergency room. Upon arrival they checked for ketones and they were present so they placed her on an intravenous therapy of saline and gave her a manual injection of 2.0 units of insulin. She stated at the hosp for 3 hrs before being released.